Event description:
During a procedure, in preparation for the transseptal puncture, the side port tubing detached from the sheath. The needle and sheath were replaced to continue with no patient consequences.

Manufacturer narrative:
The reported detached sideport tubing was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.